Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Blood glucose level was 306 mg/dl at the time of the call. Customer reported that insulin did exit during fixed prime. No delivery alarm may have been due to set occlusion. No further information was provided.